Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and a barbed suture was used. During the procedure, the barbed suture material did not hold. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare®. ¿ active ingredient(s) ¿ triclosan. ¿ dosage form ¿ suture/solid/parenteral. ¿ strength ¿ = 2360 g/m. Component code: (B)(4). To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide product code and lot number. Not available. Any patient consequences? No. In this context, it should be emphasized: the interviewee spoke of increased risks due to suboptimal handling of the ethicon product for him. He feared that he was more likely to make mistakes with it than with other products because the handling was not "right" for him.